Event description:
Customer reported they noted a burn where the temperature probe was attached. The hospital personnel reportedly applied a burn ointment. The customer further reported that the baby was preterm and was noted to have sensitive skin. Ohmeda medical's service representatives performed a checkout of the equipment, and it was found to function within manufacturer's specifications. The reported complaint could not be duplicated.